Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician on (B)(4) 2013 noted that the device did not cure the patient's incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.